Manufacturer narrative:
The balloon loss of pressure seems to have been caused by a longitudinal tear approximately 4.5 mm from balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1107502) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic cerebral procedure on (B)(6) 2011. A 6f procedural sheath was used to obtain access into the common femoral artery. A pre-procedural femoral angiogram reportedly revealed a clean arterial wall. Post procedure, the physician who was trained to the use of the mynx chose the device for femoral arterial closure. It was reported that when the physician was retracting the balloon towards the arteriotomy, the balloon ruptured. The physician removed the device and an angioseal was used to successfully achieve hemostasis. The patient was ambulated and discharged with no reported clinical sequela. No further information was provided.